Manufacturer narrative:
It was reported to philips that the device experienced an error. There was reportedly no patient involvement. A philips authorized repair bench technician evaluated the device and confirmed that calibration was required. The technician calibrated the device which resolved the issue. The device passed all performance assurance tests and was returned to the customer.

Event description:
It was reported to philips that the device experienced an error. There was no report of patient involvement.